Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gpos single board computers, the generator interface board, and a coin battery. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed ma sensor errors during a case. No pt injury was reported.